Event description:
It was reported the patient was started on the omnipod 5 system on (B)(6) 2026 before they noted symptoms of bilateral leg swelling, headache, neck pain and jaw pain on (B)(6) 2026. The patient attended the emergency department on (B)(6) 2026 where they performed blood tests, an ECG and gave the patient two unspecified tablets for a stomach issue. As treatment, the patient received water retention tablets (name and dose not specified) for 5 days. The patient was discharged later the same day after 6-7 hours. The patient stated they believe their leg swelling has improved. Furthermore, the patient reported that the healthcare professional (hcp) thinks she had fluid shift was related to a dramatic change in blood glucose values after starting on the omnipod 5 system. The hcp had the patient increase their target glucose range from 6.1 mmol/l up to 8.3 mmol/l.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.